Event description:
Ous MDR - after an implantation time of about 2 months, this lead was removed due to loss of capture. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis tested the mechanical and electrical properties of the lead. There were no deviations from the technical specifications that could be related to the clinical complaint. No indications of material defects or manufacturing errors were found.